Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "unable to expel air or fluid through needle. Several needles will not allow to push medication through. Several needles will not allow you to push the air out of the syringe."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Pr 9111118¿ follow up MDR for device evaluation it was reported the customer was unable to expel air or fluid through needle. To aid in the investigation, five hundred samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were randomly selected. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lots 2188470 and 2202914. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 2188470 and 2202914 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative